Manufacturer narrative:
Button error alarm and intermittent up button response due to corroded keypad traces. No unexpected audio/beep anomaly noted. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 380 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.